Event description:
It was reported that the tubing has been made thinner and likely weaker. This results in lines breaking at the connecting sites during manipulation, such as when attaching to the line to flush and during compounding. Breaks in the connection are not as common, but they are still happening more frequently than the past. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s complaint of the tubing breaking at the connection site was confirmed. No product will be returned per customer. A photo provided by the customer observed that the tubing was torn about ½¿ from the inlet port of the upper fitment. The root cause of the tubing breaking at the connection site was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing has been made thinner and likely weaker. This results in lines breaking at the connecting sites during manipulation, such as when attaching to the line to flush and during compounding.